Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). 8100 sn: (B)(4). Customer was having the error code of 211.2000 and he wanted to know how to correct this error code. I explain to the customer that he would needed to replace the wire harness, the customer said ok and that if he has any more problems that he would call back. I said ok and the call was ended. Failure device type: failure problem type: failure mode: case resolution: customer was getting error code 211.2000 and I informed the customer that he needed to replace the door harness. The customer said ok and ended the call.